Event description:
It was reported that the patient presented to an outside hospital with concerns of sepsis, acute renal failure, and gastrointestinal bleeding (gib), and was transferred for a higher level of care (hloc). On (B)(6) 2025, the patient was admitted with sepsis/hypotension and acute renal failure (arf). Cultures (cx)/urine cultures (ucx) were taken. The patient was started on broad spectrum antibiotics. On (B)(6) 2025, they were transfused 2 units of packed red blood cells (prbc) and started on a sodium bicarbonate (nahco3) drip (gtt) for acute kidney injury (aki). On (B)(6) 2025, the blood cultures returned positive for e. Faecalis. On (B)(6) 2025, a normal saline bolus was given and repeat blood cultures were done. A transesophageal echocardiogram (tee) was done and was negative for vegetation on the implantable cardioverter defibrillator (ICD) leads or valves. On (B)(6) 2025, the patient then developed acute respiratory failure and was transferred to the intensive care unit (ICU) for closer monitoring. They were given one unit of prbc. On (B)(6) 2025, the patient was intubated/sedated and started on continuous renal replacement therapy (crrt). A bronchoscopy was done. The patient was extubated to airvo 2 days later and hepatology was consulted for transaminitis. On (B)(6) 2025, the patient weaned to nasal cannula (nc). They passed swallow but kept nc at the time and was only oriented to self. On (B)(6) 2025, two more unites of prbc were given. On (B)(6) 2025, the patient resumed crrt for clearance. There were goals of care (goc) discussions with palliative care. The patient subsequently required continuous bilevel positive airway pressure (bipap). On (B)(6) 2025, the patient's code status was changed to do not resuscitate (dnr)/continue other treatments (cot). Crrt was stopped and the patient remained on continuous bipap. The patient was transitioned to intermittent intravenous (IV) diuretics with a good volume response. On (B)(6) 2025, they took bumex 4mg and was on airvo during the day and continuous positive airway pressure (CPAP) at night. On (B)(6) 2025, the patient was back on nc, transferred to tele, and 1 unit of prbc was given. On (B)(6) 2025, the patient was on hemodialysis (hd). On (B)(6) 2025, warfarin was stopped due to recurrent gib concern. Hd was continued and bipap was used as needed at bedtime. On (B)(6) 2025, nocturnal tube feeds (tfs) and 1 unit of prbc were given. Intermittent hemodialysis (ihd) was held on (B)(6) 2025. On (B)(6) 2025, there was a perm cath placement and gastrointestinal (gi) was consulted. On (B)(6) 2025, there was small bowel enteral (sbe) and nasogastric tube (ngt) was discontinued. On (B)(6) 2025, another unit of prbc was given. On (B)(6) 2025, the patient had dark/tarry stools twice in the morning. On (B)(6) 2025, the patient¿s diet was liberalized. On (B)(6) 2025, they still required ihd for clearance. On (B)(6) 2025, heparin was given at 500 units/hour. On (B)(6) 2025, heparin was stopped, and warfarin was started. Gi was re-consulted, and a capsule study was done on (B)(6) 2025 that showed concerns for oozing arteriovenous malformations (avms). Hd was held. Given the patient's recurrent gibs and history of intracerebral hemorrhage (ich) it was decided to stop all anticoagulation. On (B)(6) 2025, a double balloon enteroscopy was done where a few non-bleeding avms in the jejunum were treated with argon plasma coagulation (apc). Torsemide was decreased to 60mg daily. They were medically cleared by consultants for transfer to another hospital. On (B)(6) 2025, the patient was discharged to a different hospital and their family was updated prior to transfer. Later on, a chest x-ray (cxr) showed infiltrate and congestion. Lactic acid levels were at 1.9 then increased to 6.4 and then decreased to 3.0. The patient was treated with ceftriaxone and azithromycin. The patient was able to eat and drink. There were spiked fevers on (B)(6) 2025. The patient was placed on bipap due to tachypnea and acute respiratory decompensation.

Manufacturer narrative:
Additional h6 codes: 1954 - liver damage/dysfunction. 4476 - gastrointestinal hemorrhage. 4417 - hemorrhagic stroke. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Corrected data: section b2: corrected to include life-threatening. Section e3: occupation corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for the patient¿s infection/sepsis could not be conclusively determined. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists sepsis, localized infection, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas and includes information regarding how to prevent and control infection. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.